Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within on month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformance during the mfg process.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon opening the door following treatment, fluid was noticed in the cycler. The origin of the leak was not able to be identified. Pt had no ill effects. Sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within on month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformance during the mfg process.